Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 07/26/2013 with the following results: moisture contamination observed behind display lens. Pump powers to verify screen, audible tone, no vibration. Upon power up keypad auto-scrolls from "hour function" to "confirm" due to internal moisture damage. Pump is then unresponsive. . Battery compartment crack observed in the thread area. No evidence of moisture contamination found inside battery compartment . Battery cap unable to fully tighten due to battery compartment crack. A test cap was also unable to fully tighten. Pump case crack observed. Leak test shows leak at crack in pump case. Removed pump case. Evidence of moisture contamination found throughout the inside of the pump and on keypad flex cable and connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient's mom reports patient swimming with pump on today and now the pump won¿t turn on: there is water behind the display and the display is blank at this time. There is no damage or trauma to the pump. There is no adverse event related to this issue. This complaint is being reported as the issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.